Event description:
A customer in the united states reported that an express 4 centrifuge would not turn on. The customer stated that he did not notice anything burning or smell. The customer stated that when he took the unit apart he found the power harness connector burned to the printed circuit board (pcb). The customer had gloves, goggles and coat on. No one was injured due to the connector burning. No erroneous results were generated. There were no smoke or sparks reported, and the fire dept was not called in.

Manufacturer narrative:
The centrifuge was returned to the MFR and repaired. Upon inspection by the MFR it was noted that the power harness connector and the circuit board were burned. The unit was repaired and returned to the customer. (B)(4).